Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the ceramic head (insulation beak) led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath exhibited a broken cermaic tip. The issue occurred during maintenance. There was no patient involvement.